Event description:
The consumer was going up a ramp when the chair allegedly accelerated, causing the consumer's left foot to turn 90 degrees and the consumer crashed into the wall, fracturing his left tibia.

Manufacturer narrative:
User alleges that their chair accelerated while transgressing a ramp at a movie theater. This resulted in his left foot impacting a wall and fracturing his tibia. User also stated that this was not a handicap ramp but a regular ramp. It's unclear if the ramp transgressed was built to ada standards. Product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, lack of maintenance or the ramp may have caused or contributed to this alleged incident. Malfunction not confirmed. MDR filed based on alleged serious injury.